Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 449 mg/dl. The customer was treated for high blood glucose with insulin pen. The customer reported via phone call indicating that the insulin pump alarm low reservoir. Customer's blood glucose at time of incident was 449 mg/dl. Customer stated that the she received with a low reservoir warning and the reservoir was empty. Customer was explained the low reservoir warning and if the reservoir is empty that she will not receive her insulin delivery. Customer was advised to reach out to her health care provider for assistance with her pump settings as well as she is still new to the pump and several adjustments need to be made.